Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 04/16/2015 with the following findings: visual inspection revealed that the battery compartment was cracked along the side. Evidence of moisture was found inside the battery compartment. The pump case was removed and moisture was found on the printed circuit board. A leak test was performed and a battery compartment leak was found. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The returned battery cap was used to complete all testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that there was moisture/corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.